Event description:
It was reported that the ilet user experienced a low blood glucose, with the pump reading 59 mg/dl, and treated with oral glucose tablets and an orange until glucose rose to 80 mg/dl. Discussion indicated the likely precipitating factor was a late meal announcement, which represents an improper or incorrect use procedure related to the user interface. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error contributing to the event.